Event description:
It was reported that a malfunction alarm occurred with malfunction code 12. The customer's blood glucose level was reported as not exceeding 500 mg/dl, indicating it was within a safe range. Technical support provided the customer with instructions on resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.